Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 01/04/2022:

Event description:
The patient was undergoing a thrombectomy procedure in the mid m1 artery using a penumbra system jet7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient anatomy was extremely tortuous. During the procedure, the physician noticed that the distal end of the jet7 became bent inside the patient. Therefore, the jet7 was removed. It was reported that the jet7 also appeared to be kinked at the proximal end. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 reperfusion catheter (jet7). It was noted that the patient anatomy was extremely tortuous. During the procedure, the physician noticed that the distal end of the jet7 was looping inside the patient. Therefore, the jet7 was removed. It was reported that the jet7 also appeared to be kinked at the proximal end. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.